Event description:
It was reported that the patient's implant was in overdischarge so they changed the patient's implantable neurostimulator (ins) to a newer, non-rechargeable model. It was noted that the manufacturer's representative's programmer was not compatible with the new ins. Additional information received reported that the patient was in overdischarge due to non-compliance. It was noted that she opted to have her battery replaced with a non-rechargeable. It was noted that the patient had good coverage and was doing well. The information reasonably suggested that the surgical intervention was elective and was not required to preclude permanent damage to a body function or structure. Refer to manufacturer's report # 3004209178-2014-03030 for details regarding related surgical intervention.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); explanted: 2014 (B)(6); product type lead. (B)(4).